Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 7th of august 2015 for further investigation. During the investigation the fse adjusted the sample probe for proper piercing on the test tubes. The fse verified the instrument proper operation and no errors were noted. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due bent sample probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported issues with the sample probe on their g8 analyzer. The customer indicated that the sample probe is removing the patient tube cap when withdrawing sample from the test tubes. Customer confirmed to the technical support group (tsg) that the sample probe is straight and not bent. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.